Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 242 mg/dl. The troubleshooting was performed for the pump error alarm and they were able to clear the alarm and complete the rewind. The customer stated that self test was performed and it was passed. The customer again stated that the self test was not complete. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected hardware low level failures alarms or pump error alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly and pump error alarm due to a software error .